Manufacturer narrative:
The reported complaint of the thermogard with power supply issue was confirmed during the initial functional testing. The issue was attributed to the defective power supply. The logic cables from the power supply were pinched and was shortened and this resulted a damaged power supply. Visual inspection was performed and found minor scratches and dents upon receipt. Initial functional testing failed due to the thermogard failed to power on thus confirming the reported complaint. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for thermogard with serial number (B)(4).

Event description:
As reported during set up, the thermogard had the green power light flashed once when the power cord is plugged in and turned on and no sounds or action happened. Customer is suspecting a possible power supply failure. No patient involvement on this issue.

Manufacturer narrative:
Serial number - corrected from (B)(4). Added the manufacturing date for serial number (B)(4).